Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 (B)(6) . A batch record review indicates no discrepancies. Pm logs have been checked and all pm's were completed with no discrepancies. Affected amount: 1pc. Duoderm h/active gel 15g was manufactured under sap code (B)(4) and manufacturing lot number 9d14297. Lot # 9d14297 was sterilized under lot s 19d08k3127 and 19d08k3128 and released on review of results of sterilization provided by sterilization company baxters. All results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-017 ver. 27.0 for gel. Visual inspection in accordance with (B)(4) was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 9d14297. There are complaints registered within tw (B)(4) for lot 9d14297, these are for different complaint issues and different malfunction codes. 2 photographs have been received for this complaint issue and have been evaluated in accordance with (B)(4). The photographs confirm the complaint issue and the expected product. When reviewing the photographs and the position of the hole in the tube there is nowhere on the gel process for this to happen. The gel tubes are all hand packed into the cartons so it is unlikely to have been packed in this condition as there would be a noticeable amount of gel on the tube when packing. Operators have been made aware of the complaint issue. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The pharmacist reported that one tube of gel was punctured close to the cap when he opened up the box. The product was not used or sold. Photographs depicting the issue were received from the complainant.